Event description:
A pixel issue on a pump display was reported, causing the menu to be unreadable and preventing the user from interacting with the pump. There was no available information on the customer's blood glucose level at the time of the event. The pump, which was within warranty, was replaced after confirming necessary details with the customer. The customer chose not to disclose their alternate insulin therapy plan.